Event description:
It was reported that the communicator was not working. The communicator lights turned on and off. The patient unplugged the communicator power cord but was hot to the touch. The patient did not connect the communicator since then. A boston scientific company representative opted for a communicator power cord replacement. No adverse patient effects were reported. The communicator remains in service while the power cord will be replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.